Event description:
Customer stated on a bravo capsule that failed to attach. The capsule fell into the pt's stomach and the physician was able to retrieve it using a net. The pt didn't suffer any adverse event following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.